Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis (pd). The cause of the peritonitis was unknown. The patient was treated with cefazolin, intra-peritoneally, daily (dosage and number of days unknown) for the peritonitis. The patient was later discharged from the hospital. On a later date, the patient's pd catheter was removed and the patient was switched to hemodialysis. At the time of this report, the patient was recovering from the peritonitis. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should relevant additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).a batch review was conducted for potentially associated lot numbers h12i29014, h12h24066 and h12g18110 and no exceptions were observed that were related to the reported condition.